Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Patient reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, white particles inner device and opening curved on posterior. Leak test and microscopic analysis was performed which identified: striated opening on posterior and anterior, opening crease smooth on posterior and wear abrasion the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior and anterior assessed as surgical damage . An opening crease smooth on posterior assessed as fold flaw opening .

Event description:
Patient reported right side deflation. Device has been explanted and replaced.